Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleedback through the proximal valve was inconclusive since the clinical conditions could not be replicated. One 5 fr d/l powerpicc solo was returned for evaluation. It was reported that the red lumen reflowed blood. An attempt was made to siphon water through each lumen of the catheter, but the proximal valves prevented water from passing through each lumen of the catheter. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. It is unknown if the ¿positive pressure disconnect¿ method was used, which is to remove the syringe slowly while injecting the last 0.5ml of saline from the syringe. This helps prevent a vacuum which can pull a small amount of blood into the tip of the catheter.

Event description:
It was reported that, while dressing a PICC after finishing the insertion and washing the 2 lumen, clinicians realised that the red lumen reflowed blood. Clinician replaced the PICC for another one with no issue. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebp0600 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that, while dressing a PICC after finishing the insertion and washing the 2 lumen, clinicians realised that the red lumen reflowed blood. Clinician replaced the PICC for another one with no issue. No patient injury was reported.